Event description:
It was reported that a total hip protheses was implanted on (B)(6) 2006 and the metasul large diameter head and had adapter were revised on (B)(6) 2007 due to pain.

Manufacturer narrative:
The MFR receive explanted devices and other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. However there is no indication for a product failure. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated. Zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).